Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had received multiple inappropriate shocks for sinus tachycardia, and subsequently therapy was exhausted. The shocks were delivered due to sustained rate duration (srd) expiring. The patient was reported as being traumatized because of the multiple shocks, but there were no serious injuries reported. The srd feature was programmed off in an attempt to prevent inappropriate shocks in the future.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.